Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes had a loose cap. The following information was provided by the initial reporter: "loose cap. When customer re-cap hemoard that was opened for diagnostic testing, hemogard opens on its own."

Event description:
It was reported that bd vacutainer® serum blood collection tubes had a loose cap. The following information was provided by the initial reporter: "loose cap when customer re-cap hemoard that was opened for diagnostic testing, hemogard opens on its own."

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for stopper function (loose cap) with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.